Event description:
It was reported that left ventricular exit block was present prior to a planned routine device replacement. The left ventricular lead was capped and replaced during that procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.